Manufacturer narrative:
The insulin pump was received with all buttons unresponsive due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 52 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm. Customer also reported that the insulin pump could have been exposed to moisture that led to button error or keypad anomaly. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a low blood glucose of 52 mg/dl and treated with food. Customer declined low blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.